Event description:
The account alleges a pt exited the bed and fell and broke her hip. The account did ask how to set the pt position module and its functions. The pt weight is approx seventy pounds. The account would not release any info on the injury.

Manufacturer narrative:
The technician inspected the bed and found no issue with the bed. The bed exit worked as designed.